Event description:
Additional information was received indicating the helix inadvertently extended while positioning the right ventricular (rv) lead resulting in the helix becoming implanted within the tricuspid valve. The procedure was halted and the patient was transported to another hospital where the rv lead was explanted and replaced to resolve the event. No additional intervention was required to address the tricuspid valve. The patient was in stable condition.

Event description:
Additional information received clarifying helix of the right ventricular (rv) lead was unable to retracted, noted after introduction into the body of the patient. The rotation of the helix was not tested prior to introduction into the body of the patient. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a procedure, a helix rotation anomaly of the right ventricular (rv) lead was noted. It is unknown if the rv lead was introduced into the body of the patient prior to the anomaly.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.